Event description:
The customer reported that the foot pedal was broke, and the left monitor would not display an image on the 7700 system. No pt injury was reported.

Manufacturer narrative:
The MFR's service rep performed an on-site investigation. A cable was replaced. The system is operating as intended.